Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were used to treat the 1st diagonal and lad. Approximately 2 weeks post procedure the patient suffered upper gi bleed. The event was treated with medication and blood transfusion. Investigator and sponsor assessed the event as not related to the index device and possibly related to the antiplatelet medication. Patient recovered. (Update 13 mar 19 also reviewed).

Manufacturer narrative:
Cec adjudicated the bleeding complication as barc type 3a. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One resolute onyx was used to treat the 2nd diagonal and not the 1st diagonal as previously reported. The patient has a history of chronic normocytic anemia. The patient was taking dual antiplatelet therapy within 24 hours prior to the event. If information is provided in the future, a supplemental report will be issued.